Event description:
On (B)(6) 2024 (B)(6) emailed bear down brands to report: I am reaching out because I suffered third degree burns from a heating pad I recently purchased from (B)(6) on (B)(6) 2024 bear down brands received the following requested details regarding the incident: incident occured on 15jan24, product was on level 5 and used for 20 minutes. (B)(6) required a visit to urgent care on (B)(6) 2024 where they sent off a burn/wound culture and I required two antibiotics and spent several hundred dollars on wound dressings. They informed me it was a third degree burn. (B)(6) provided photographs of burn. Photographs of the burn provided. Medical records have not been provided to date. She was using the pad on her back for aches with no specific preexisting condition.

Manufacturer narrative:
Rec-investigation-8 ongoing. (B)(4) % adverse event rate no other burn complaints reported. (Staying within 200 characters).